Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report #: 2916596-2021-04776. It was reported that during the implant procedure, after placing the apical cuff ring, the surgeon noticed bleeding around the area of the connection between the pump and the apical cuff ring. The pump was detached from the apical cuff and several more sutures were put in place. The pump was reconnected to the apical ring. The bleeding was then clearly coming from the gap between the ring and the pump. There was no obvious damage to the ring or the pump. The pump was exchanged. There was no more blood in that area after the new pump was placed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event,

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding from a gap between the pump and apical cuff could not be confirmed through this evaluation, and a specific cause for the reported event could not be determined. The account reported that during implant there was bleeding noted by the surgeon between the pump and apical cuff. The pump was removed, and additional sutures were placed. Additional blood was noted between the pump and the apical cuff. The surgeon decided to exchange the pump. The new pump was placed and there was reportedly no further bleeding. The apical cuff was not returned for evaluation. Review of the device history records for (B)(6) showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history record showed that the apical cuff passed inspection and testing. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.